Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The patient had a relevant past medical history of severe aortic stenosis, severe mitral regurgitation, severe tricuspid regurgitation, ef20%, and severe pulmonary hypertension. Prior to procedure, the patient was in stable condition. After balloon valvuloplasty (bvp) was perform with an 18mm osypka balloon, the patient collapsed due to hypotension. Fast implantation of the navitor valve was performed while the patient was under cardiopulmonary resuscitation (CPR). The valve was implant was at a good height with no gradient and no paravalvular leak; it was considered successfully implanted. However, the patient passed away due to "pump failure."

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The patient had a relevant past medical history of severe aortic stenosis, severe mitral regurgitation, severe tricuspid regurgitation, ef20%, and severe pulmonary hypertension. The annular dimensions were perimeter 67.5, area 354.8, and diameter 21.3. Prior to procedure, the patient was in stable condition. After balloon valvuloplasty (bvp) was perform with an 18mm osypka balloon, the patient collapsed due to hypotension. Fast implantation of the navitor valve was performed while the patient was under cardiopulmonary resuscitation (CPR). The valve was implanted at a depth of 3mm and was at a good height with no gradient and no paravalvular leak; it was considered successfully implanted. Post-dilatation was not required. However, the patient passed away due to electromechanical dissociation "pump failure" due to the very low ef.

Manufacturer narrative:
An event of cardiac arrest, hypotension, and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and medical review, the cause of the reported cardiac arrest, hypotension, and death could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as cardiopulmonary resuscitation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.